Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that when the device is used in obese patients, the tamper tube may not be long enough to be exposed or grasped at the skin. The fingers should be placed on either side of the suture, compressing the surrounding tissue, while attempting to expose the tamper tube. If necessary, a sterile hemostat may be used to grasp the tamper tube so the collagen can be tamped adequately.

Event description:
An obese patient, status-post 200 pound weight loss, had an ablation procedure on (B)(6)-2015. Closure was completed using a 6f angio-seal vip device. The patient reported pain in his leg after the procedure but did not follow up with the provider. During an encounter with a bariatric surgeon, the patient reported the pain, and an x-ray and subsequent surgery revealed the green tamper tube from the angio-seal device was left in the patient following the previous deployment. The tamper tube was removed with no further complications.